Event description:
Healthcare professional later reported "no complaint against the device." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device remains implanted. This record relates to the right side.